Event description:
Healthcare professional reported "implant removal from textured to smooth due to the concerns of the product", device found to be ruptured when received. This record is for the left side. The device was explanted and replaced. Device was returned.

Manufacturer narrative:
Device evaluation: the device related to the reported events anxiety - product/ procedure and rupture was received on oct 21, 2025 with lot number 3164094. Based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening . No further actions are required as it is not related to the manufacturing process. As per the investigation procedure broken device were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure broken device were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "implant removal from textured to smooth due to the concerns of the product", device found to be ruptured when received. This record is for the left side. The device was explanted and replaced. Device was returned.